Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign material on the light guide cover lens, chipping of the light guide cover lens glue, chipping of the charged coupled device (ccd) cover lens glue, and a defective distal end thread. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the investigation results, the reportable events chipping of the light guide cover lens glue, chipping of the charged coupled device (ccd) cover lens glue, and a defective distal-end thread were attributed to component failure. Foreign material was also observed on the light guide cover lens. However, a definitive root cause for this could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.